Event description:
Customer alleges that the latch on the cable assembly is grinding and clicking against the gear on the wheel. (B)(4). No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. However, a quote for the RMA has been provided (B)(4). Model solara3g, (B)(4) is approximately 4 months old. The owner's manual part number 1154295 rev c (dec-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female (B)(6). The consumer resides at a facility, her medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that he received a service call because the rear brakes would allegedly lock on their own, however the dealer stated that it was actually the wheels. A return quote has been issued for the replacement wheels and the damaged wheels are to be returned to invacare for an inspection and evaluation. No injury.